Event description:
The customer reported an issue with 12-lead ECG.

Manufacturer narrative:
The customer reported an issue with 12-lead ECG. There was no report of patient impact. The unit was evaluated by philips and the symptom could not be duplicated. The device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.